Manufacturer narrative:
(B)(4). Cat# 00875201036 36mm i.d. Size ii elevated rim liner use with 52mm o.d. Size ii shell lot#64671746. Cat#00625006520 bone scr 6.5x20 self-tap lot#j7058108. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon performed the tests with the evidence materials and requested the opening of the implants in question. After impaction of the metallic component, it was verified that it presented laxity in the acetabular cavity. Even using two screws to establish the fixation, the surgeon did not obtain a satisfactory result and decided to replace all the components. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned for evaluation. As returned, scratches are seen in the inner surface. The device history record shows a 100 percent dimensional inspect on a cmm. All devices that were sent to finished goods inventory were conforming to print specifications. Medical records provided were not sent for further review due to poor quality. Review of the device history records identified no (related) deviations or anomalies during manufacturing. It was alleged the surgeon did not follow surgical technique. However, without additional information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.